Event description:
Drew labs off of a patients IV and it drew back great but upon un connecting the syringe with blood in it, the extension tubing continued to drip blood out of the maxzero. Risk of staff exposure. Manufacturer response for set, administration, intravascular, maxzero (per site reporter). Shared that this was what the device is supposed to do. Supposed to have a drop of blood on the end when the syringe is disconnected.